Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Visual evidence provided by the site revealed an incorrect expiration date on the packaging. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to operator error during the recording of the year as it relates to the expiration date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller listed the incorrect expiration date on the packaging. The controller was returned prior to use. No patient involvement.